Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure safety valve, positive end expiratory pressure valve, and harness were replaced. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/09/18 phone call, 01/10/18 email, 01/11/18 email.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation during a case. The patient was manually ventilated unit machine could restarted. There was no report of patient injury.